Event description:
It was reported by service report that the foot end brakes do not work and that the head end of the stretcher is drifting down. No pt involvement or adverse consequences are reported.